Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation: therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Clinical trial. Same patient as MFR #2134265-2008-00658, -00659. The patient presented to the index procedure with an acute myocardial infarction (mi). The index procedure treated a de novo lesion in the mid left anterior descending artery (lad). The lesion was 2.75 mm wide, 20 mm long, and 100% stenosed. The physician predilated the lesion prior to placing a 2.75 x 24 mm taxus express2 stent. The physician reported that the dissection occurred because of balloon inflation by a balloon catheter. A 2.5/9 mm maverick2 balloon catheter was used during the procedure, but it is unknown if this device caused the dissection. A 2.75 x 12 mm taxus express2 stent was placed to cover the dissection; the 2 stents overlapped. Residual stenosis was less than 9%. The patient received heparin, iibiiia inhibitors, plavix and aspirin during the procedure. The patient was discharged 5 days later on aspirin and plavix, amongst other medications.